Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant surgery two months ago. After the follow up with the physician, the patient stated that the pump is very hard to squeeze requiring as many as 30 pumps to obtain full firmness, the area where the tubing connects to the cylinders is visible about two inches below the gland creating noticeable lumps, and that the scrotum seems deformed due to the tubing raised above the skin and the location of the pump which was placed in the right hemiscrotum causing two lumps: the deflate button and the right-edge of the deflation bar. Additionally, the patient mentioned that the penis looks erect all the time and the only difference between inflated and deflated is firmness. Two inches in penis length were lost and the patients feels embarrassed and depressed due to the results. The use of a small pillow is needed when sleeping to support and elevate the device to avoid any pain from laying sideways leading to 2-4 hours of sleep each night. The patient will ask for anti-depression medication to deal with the situation.